Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) and calcification on the leaflet for a mitraclip procedure. The leaflet was noted to have calcification on the tip. One clip was implanted. Prior to grasping the posterior leaflet, the gripper had moved with the leaflet. After deployment of the second clip, a single leaflet device attachment (slda) was observed. The second clip detached from the posterior leaflet and remained attached to the anterior leaflet. The final mr grade was 3. Per the physician, the slda was due to the calcification on the posterior leaflet.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology due to calcification on the posterior leaflet. However, a cause for the reported unintended movement of the gripper (gripper moved with the leaflet) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.